Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3x48mm xience xpedition referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo right coronary artery. Post stent implantation of a 3x48mm xience xpedition stent, a distal edge dissection was noted. A 3x23mm xience xpedition was used to treat the dissection, but it caused a dissection. Then a 3x15mm xience xpedition stent was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.